Event description:
On (B)(6) 2016 scanned from a xerox, (B)(4). (Con) information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was unknown. It was reported the pain pump was removed right after the patient received it due to problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.